Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation. Device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure.   Failure analysis - with respect to the returned xenon lightsource, the described failure is being addressed by an internal quality plan for issues relating to power supply, hard start issues, and early-life failure of the lamp module. As an interim solution, integra can replace components of the mlx lighting units to restore functionality.   Root cause - the issue of power supply failure is being investigated under internal quality plan.

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) overheats. The cover was removed to clean out dust around fan. It was reported that the luxtec light does not power on. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported